Event description:
The following has been reported: biomed reported: "no problem given". On 9/18 biomed reported: "dsps is pushed in I can fix it and send down the test line ". A preliminary review identified the following issue: tubing set error (cassette not fully loaded) - dsps sensor grommet has been pushed down past its standard instillation location. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned to fresenius kabi for evaluation. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.